Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a balloon allegedly ruptured approximately three days post probe insertion of a feeding tube. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 20fr tri-funnel replacement tube was returned for evaluation. Functional evaluations were performed. The investigation is confirmed for balloon rupture. The sample evaluation shows an initial, uneven break surface which then produced a longitudinal split in the balloon. There is additional surface damage on the balloon, the cause of which is unknown. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Possible contributing factors include over-inflation and damage during implantation; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4 h11: h3, h6(method1, results 1) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a balloon allegedly ruptured approximately three days post probe insertion of a feeding tube. There was no reported patient injury.